Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating the device fails operational check at defibrillator testing. The fse evaluated the device and tried reloading software to fix the issue without success. Further evaluation found the device needs a high voltage capacitor. The high voltage capacitor to be replaced to return the device to normal operation. Based on the information available and the testing conducted, the cause of the reported problem was a high voltage capacitor. The reported problem was confirmed. The device evaluation by the fse found the device high voltage capacitor malfunctioning. The high voltage capacitor needs to be replaced to correct the problem. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.